Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a shaft fracture occurred. While attempting to delivery the 4.00x16mm taxus express2 stent to a moderately calcified lesion in the right coronary artery (rca), the shaft fractured during introduction. The event occurred outside of the pt. No pt complications were reported. The procedure was completed with a taxus express2 3.5mm x unknown size stent.